Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date he experienced low blood glucose (bg) less than 55mg/dl and felt disoriented. The patient did not specify how he treated his low bg, but he did note that assistance of a third party was not required. The patient reportedly remained on the pump. The patient stated that he had mistakenly set the date incorrectly and had also reversed the am and pm settings. The patient confirmed that the time and date settings held correctly when the battery was removed from the pump for less than 24 hours. Customer technical support assisted the patient in correcting the time and date. No defect was found on troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to use error of the device.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.